Event description:
It was reported that the 9800 system will not boot up properly, and it is hard to plug a cable into the lemo connector. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The lemo connector was tightened. The ffb and x-ray controller boards were installed during the svc call. The system was tested and found to be working as intended and put back into svc.